Event description:
It was reported that the device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Correction information: the initial medwatch report should indicate "returned to manufacturer on (B)(4) 2012" (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Follow up information: the customer has advised physio-control that they have decided to not repair the device and retire it from service due to the costs associated with repair. The device has been scrapped. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.